Manufacturer narrative:
It was reported an employee received a cut to their finger while attempting to expose the blade of a scalpel. It was reported the cap was difficult to use and this caused the end user to cut themselves as they exposed the blade. A compression dressing was immediately applied to the injury. The end-user reported loss of feeling and decreased mobility of the injured finger. End-user was evaluated in the emergency department and followed up with a hand surgeon for nerve damage. A sample was returned. The blade requires two safety mechanisms to be activated to expose the blade. The returned blade had only one safety mechanism activated before attempting to expose blade. Root cause has been determined to be user error. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a scalpel caused an injury during use.